Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the product is yellowed. Clinicians are afraid he discoloration will prevent them from properly diagnosing an infection. There was no pt consequence. The product had been stored appropriately.